Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise. The right ventricular (rv) lead also had low pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.